Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The consumer stated that her ubk sleek regular tampons came apart upon removal and pieces remained inside of her. She indicated that the event occurred with three tampons. She had only worn them for six hours. She was able to remove the remaining pieces.